Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle of the stapler was observed to be broken. Functional testing is unable to be performed due to the broken handle. The sulu contained a full complement of staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when attempting to fire with: no loading unit, a previously fired loading unit or an improperly seated loading unit. In these cases, the interlock is engaged and firing through the interlock causes damage to the inner portion of the trigger. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device did not fire. A second device was opened and the same thing happened. On the third device, it worked fine and completed the case. This event extended patient stay in hospital. It is unknown that for how long patient hospitalization was extended . It is unknown that there was any injury to the patient. Patient status : unknown.